Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The technical service representative (tsr) had the cg cycle the power to clear the alarm. The tsr explained that they would need to setup with new supplies. The caregiver (cg) stated that there were two unused lines but both clamps were closed. The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The cg would setup with new supplies. Global product surveillance (ps) contacted home patient's (hp) wife for the reported problem on (B)(6) 2012. The wife stated that the home patient (hp) was able to complete therapy with new supplies. The wife did not notice any defects with the original cassette. The wife had discarded the original cassette and did not have a companion. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn stated that the hp was doing fine and continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine was returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm. The assignable cause for the reported problem was undetermined.